Manufacturer narrative:
Device product code unknown. Catalog, and lot number unknown / not provided. PMA/510(k) number unknown.

Event description:
Doctor indicated that an unknown abutment screw fractured inside the implant. He also stated that he was able to remove all pieces of the broken screw.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). Certain® ginghue tm 15º angled postand one gold-tite biomet screw was returned for inspection. The abutment was noted to be fractured at the base, cleaving off the hex feature. The abutment has several holes cut out of it. The screw is noted to be shaved down to a this wire at the threads. The screw could not be correctly identified in this condition. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite biomet screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture. Alleged event was confirmed following inspection. A singular root cause could not be determined.